Manufacturer narrative:
The creatinine reagent lot number and expiration date were requested, but not provided. E1 initial reporter establishment name - the full facility name was provided as "(B)(6) hospital". A reagent issue can be excluded as there were no further cases and the correct repeat value was obtained using the same reagent. The field service engineer determined the cell rinse tubing was leaking. The issue was resolved after repair of the cell rinse tubing. The investigation determined the field service actions resolved the issue. The issue is consistent with a maintenance issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested for creatinine on a cobas 8000 c702 module. The sample initially resulted in a creatinine value of 130 umol/l and it repeated as 56 umol/l.